Manufacturer narrative:
Correction made in section d4 for the device serial number. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image was flickering & frozen. No negative impact in state of health reported.

Manufacturer narrative:
This MDR was submitted in error as a duplicate of MDR 9610617-2025-02068. The event is filed under internal karl storz complaint ID: (B)(4).